Event description:
Pump was reported to overinfuse. An unknown size bag of unknown solution was set to infuse at a rate of 50ml/hr. In 1.5 hours, over 300ml had infused. No medical intervention was needed and no pt injury resulted.